Event description:
It was reported that the patient underwent lap ventral hernia repair on (B)(6) 2015 and absorbable straps were used to secure the mesh. During the procedure, the tip came off the device. The tip was retrieved and the procedure was completed with a like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: actual device was returned for evaluation. Visual and functional inspections were performed. The cannula cap was received detached from the cannula tabs. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.